Event description:
It was reported to philips that the device gives intermittent lead set readings. The customer tried a new set of leads with the same results. There was no reported patient involvement.